Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) reported detecting the smell of insulin. Upon inspection, the pwd confirmed that the infusion site appeared normal with no visible issues. However, insulin was found leaking from the luer lock connection. When the pwd disconnected the tubing at the luer lock, insulin spilled from that area. At the time of the incident and during the call, the pwd¿s sensor reading was 314 mg/dl, which was verified by the product support specialist (pss) through the halo cgm system. It was confirmed that the pwd did not require emergency medical assistance. The pss initiated a return process for the cassette and infusion set only, and the pwd agreed to return the affected components. There was no patient injury. Patient details were provided: the patient is a 29-year-old, non-hispanic white male, weighing 235 lbs.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.